Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had not used the stimulator for over a year and had not charged the implant since she wasn't using it. Attempts were made to interrogate the implant, but were not successful as the implant had not been charged. The healthcare professional was going to replace the implant. The patient then felt stimulation when it was turned on in the areas she needed to for her pain and was happy. The indication for use was multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.